Event description:
The laser system showed the message "error in current check, current low, code: 8."

Manufacturer narrative:
The damaged current driver board was replaced and the laser system returned to work. We are unaware about delay in treatment or pt injury.